Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: synergy mr, ous, 2.25x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to first proximal stent strut; lifted and pulled distally. The first distal strut moved over the distal markerband, some distal struts appear damaged. The stent od (outer diameter) was measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the proximal balloon wings appeared open and not tightly folded. A visual and tactile examination of the device found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a 2.25 x 12 non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and movement on balloon.